Event description:
It was reported to target that during a neuro-radiology procedure, two gdc coils were placed in an aneurysm at the middle cerebral artery level. The first coil was placed without any difficulties, but the second coil was launched after a detachment time of 1 hour 45 minutes. When the physician was trying to retrieve the tracker-10 catheter, he noticed that the gdc coil was still attached to the tip of the tracker-10 catheter. Then the physician used a balloon to detach the coil with success. The last part of the second coil is sticking out of the aneruysm from 3-mm to 5-mm in the "mca". The pt was well after the procedure and presented no neurological deficit.